Manufacturer narrative:
The device was not received for evaluation; however, the machine was inspected on-site by a qualified technician. Visual inspection revealed that water was leaking from the puf pump. The reported condition was verified. The cause of the condition was determined to be a torn insert tube. To correct the condition, the insert tube was replaced. Testing and machine disinfection were performed, and the machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leakage from the puf pump on a phoenix machine during a dialysis treatment. One hour into treatment, the leak was identified, treatment was stopped, and the patient was switched to another machine to continue with treatment. The reporter stated that there had not been any alarms. There was no patient injury or medical intervention associated with this event. No additional information is available.